Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare failed to generate current and was unable to cut the target polyp. The operator was unable to remove the snare from around the polyp, so the wire was cut and biopsy forceps were used to remove the loop from the polyp and the patient successfully after several attempts. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the catheter and the wire were cut near to the proximal section. The other part of the wire was returned, however, the other part of the catheter was not returned. It was also noted that the loop was kinked and bent. Functional analysis could not be performed due to the condition of the returned device. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the snare failed to generate current and was unable to cut the target polyp. The operator was unable to remove the snare from around the polyp, so the wire was cut and biopsy forceps were used to remove the loop from the polyp and the patient successfully after several attempts. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.